Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one sample collected from a child patient tested for thyrotropin (tsh) on an e411 analyzer. The sample initially resulted as 19.850 uiu/ml and this value was reported outside of the laboratory. The nurse requested a repeat of patient testing. A new sample was collected from the patient and tested for tsh on the same day, resulting as 3.250 uiu/ml. The 3.250 uiu/ml result was also reported outside of the laboratory. The patient was not adversely affected. The tsh reagent lot number was 13781103. The reagent expiration date was asked for, but not provided. The field service representative changed the measuring cell on the e411 analyzer. A specific root cause could not be determined based on the provided information. A general instrument issue or assay issue can most likely be excluded. The most likely root cause is related to pre-analytic sample handling as it was stated that the sample was not properly mixed. It was also noted that the customer was using non specified tubes/cups and recommended rack adapters were not used for the tubes.